Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving he parin (1250 u/ml at 1250 u/day) via intrathecal drug delivery pump. The indication for use was noted as cancer chemotherapy. It was reported that the hcp performed an exploratory surgery on (B)(6) 2019 because there was swelling at the pocket site. The hcp sent the fluid for analysis following the surgery and the culture came back (B)(6) for (B)(6). The fluid was taken out of the pocket and the hcp washed the pocket with an antibiotic rinse. The patient was inpatient. The event date was unknown. There were no further complications reported at this time.